Event description:
It was reported that the patient presented in the emergency room after receiving inappropriate high voltage therapy due to lead noise. Noise was reproducible with arm manipulation. The physician elected to program therapy off. It was reported the patients ef had improved. No further issues were reported.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.